Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device was not working was confirmed. The assignable root cause of saw head falling off and the device not working was determined to be traced to component failure due to wear. This issue of the loctite not visible has been captured in a CAPA. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw head of the battery oscillator device fell off, the loctite was not visible, the device would not run, there was component damage, and components were missing. It was further determined that the device failed pretest for check oscillation frequency, and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.